Event description:
Pt reported that pt's meter/lab comparison test readings were 179mg/dl (ss) versus 245mg/dl (lab), respectively. Tests were performed 1 hour and 15 minutes apart. No symptoms were reported. Control solution test reading was in range. Unable to reach pt by phone to follow up. Letter sent to pt requesting that pt contact lfs. No other info provided. There was no allegation of harm.